Event description:
Elderly male with history of chest discomfort and dyspnea. Procedure: heart catheterization. Upon opening the package to prep the vascade, the nurse noted that the tip was broken off the product. Product not used on patient. New one used. Manufacturer response for vascade 6/7f vascular closure system, cardiva (per site reporter) will obtain.